Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due falling impedance measurements over time, fallling to below 200 ohms. Additionally, the patient began experiencing diaphramatic stimulation. The physician also noted the lead displayed insulation damage. During the explant procedure, the lead fractured 30 centimeters down the legnth of the lead. The lead was replaced with no additional adverse patient effects reported.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal lead segment was performed. The lead was returned severed 34.5 centimeters from pin, and the proximal segment only was returned. No signs of damage in the insulation at 30 centimeters from the pin or anywhere else on returned segment of lead were noted. Additionally, no coil fractures were observed on the lead segment. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities on the returned segment of the lead.